Event description:
Patient presented to the physician with pain at the sense lead site, reported a lack of efficacy, and requested removal of inspire system. Physician removed the inspire system. This resolved the issue.

Event description:
Patient presented to the physician with pain at the sense lead site, reported a lack of efficacy, and requested removal of inspire system. Physician removed the inspire system. This resolved the issue.